Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. The insulin pump had a cracked case all corners of display window, cracked on reservoir tube and lip, cracked battery tube threads and scratched on display window noted.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.